Manufacturer narrative:
Patient information is unknown. Date of device breakage is unknown date in (B)(6) 2018. Additional procodes: gwo, gxr. Lot number is unknown. Screw shaft was implanted on same day as date of event; unknown date in (B)(6) 2018. Screw head broke off and was removed. Device has not been explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Date of concomitant therapy is same day as date of event; unknown date in (B)(6) 2018. Reporter phone number and email address are unavailable. Reporter is a synthes sales consultant. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown procedure in (B)(6) 2018, the surgeon was inserting a screw into the patient¿s cranium, and immediately felt that there was something wrong. The screw driver shaft kept slipping off the screw head. The screw head then broke off. In total, two of the screws broke with the screw shaft remaining in the patient, while the rest of the screws (23 in total) were inserted without incident. Procedure was completed successfully with a slight delay. Concomitant devices: craniomaxillofacial (cmf) screwdriver (part: unknown, lot: unknown, quantity: 1). This report is for a titanium (ti) matrixneuro screw self-drilling 4mm. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient identifier reported as (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The procedure took place on (B)(6) 2018. Procedure was completed successfully with a delay of seven minutes. There was no patient harm reported.